Event description:
Related manufacturer reference numbers: 2017865-2023-18226. Related manufacturer reference numbers: 2017865-2023-18227. It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) replacement due to patient discomfort. During procedure on (B)(6) 2023, it was found that a competitive right ventricular lead was unable to be inserted fully into the header of the replacement ICD. The replacement ICD was not implanted and a replacement near at hand was used. The second replacement ICD also exhibited the same issue. The second replacement ICD was not implanted as well, and the original implanted ICD was re-implanted to complete the procedure. Patient condition was stable.